Event description:
A peritoneal dialysis (pd) patient contact called (B)(6) support reporting a can't turn on liberty select cycler issue occurred occurred on unknown step of setup. Display was blank. There was no light on cycler buttons / iq drive. Switched cycler on and there was not sound when ok/stop buttons were pressed. Switched the cycler on and there was no light on cycler buttons / iq drive. The patient fell and hit the cycler the cycler had fallen backwards and onto the ground. The patient contact did not see any physical damage to the cycler, however the cycler was not turning on. Tech support replaced cycler due to powers down/can't turn on cycler and advised to discontinue use of this cycler while contacting pd registered nurse (rn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that a damaged power entry module was making contact with the baseplate causing a short and the cycler to not power on.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage. The power entry module was damaged. Plugged in the cycler and the cycler did not power on. During the internal inspection found the damaged power entry module was making contact with the baseplate causing a short and the cycler to not power on. No other discrepancies were encountered. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a damaged power entry module making contact with the baseplate and causing a short. The cycler was refurbished following the evaluation.